Event description:
It was reported that "clinic is experiencing ongoing issues with the cart and the monitor, resulting in screens blacking out during the procedure and causing the procedure to stop." No negative impact in state of health reported. Based on the information that the reported issue caused the procedure to stop, the event is deemed reportable.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID on the other monitor as a coconmitant item: (B)(4).

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and it will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID on the other monitor as a concomitant item: (B)(4).